Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Endoleaks are an anticipated complication following evar procedures and the re-intervention has successfully sealed the endoleak. The current type 1a endoleak rate for the device is (B)(4) reports in (B)(4) cases ((B)(4)), the current rate is within the company's expectations and the risk benefit remains acceptable. The company will continue to monitor trends in accordance to quality system procedures.

Event description:
Patient treated on (B)(6) 2014 had a reintervention for a type 1a endoleak on (B)(6) 2014. A proximal extender device was successfully deployed to resolve the type 1a endoleak. The endoleak was excluded and the patient will undergo follow-up scan as the standard procedure.